Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which was oversensed and resulting in inappropriate atrial tachycardia response episodes. All lead measurements were acceptable and stable. An invasive procedure was performed and an insulation break was noted on the lead. The lead was explanted and successfully replaced. No adverse patient effects were reported.